Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the magnesium reagent lot 54909ud00 was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for two patients. The following data was provided (normal reference range 1.6-2.6 mg/dl): sid (B)(6) (39-year-old female) (B)(6) 2024 initial result 7.69 mg/dl, repeated same sample 1.64 mg/dl, repeated same sample after re-running qc and the result was 1.67 mg/dl. Sid (B)(6) (77-year-old female) (B)(6) 2024 initial result >9.5 mg/dl, repeated same sample 1.73 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for two patients. The following data was provided (normal reference range 1.6-2.6 mg/dl): sid (B)(6) (39-year-old female) (B)(6) 2024 initial result 7.69 mg/dl, repeated same sample 1.64 mg/dl, repeated same sample after re-running qc and the result was 1.67 mg/dl. Sid (B)(6) (77-year-old female) (B)(6) 2024 initial result >9.5 mg/dl, repeated same sample 1.73 mg/dl. No impact to patient management was reported.